Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: do you have any photos? Yes, I have several photos that I took with my cell phone. Lot number of product used I do not have that information. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Unaware until this incident. Has the dermabond been removed? I still believe there is residual dermabond on 2 out of the 5 incisions. These turn white when taking a warm shower and turn soft. Has there been any further medications prescribed? No. Update to current condition see above. These 2 remaining incisions have more coloration surrounding the site, than the other 3 incisions. Rash is dramatically improved. Patient pre-existing medical conditions (ie. Allergies, history of reactions) from my surgery to remove ovaries 7 years ago, site at belly button oozed for ~ 6months which was attributed to an internal suture that was used - synthetic absorbable suture have you been exposed to products such as artificial nails? Not that I am aware. Was demabond or skin adhesive used in a previous surgery or wound closure? Seven years ago, I had laparoscopic surgery to remove my ovaries. I believe an adhesive was used on 2 of the incisions. Any additional information: I am a biochemist at the medical college and run a research lab that has many types of chemicals and solvents. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Was the synthetic absorbable suture used 7 years ago an ethicon product? Was ethicon adhesive product used on the 2 incisions 7 years ago? Please forward any photos.

Event description:
It was reported that the patient underwent a robotic-assisted laparoscopic hysterectomy procedure on (B)(6) 2016 and the topical skin adhesive was used. Following the procedure, the patient developed a reaction to the topical skin adhesive applied to incisions. On post-op day six, (B)(6) 2016, the patient returned for a routine follow up exam and presented with significant redness and a rash of small red dots a radius of a few centimeters beyond the sites the topical skin adhesive was applied. The patient was prescribed topical corticosteroid cream which provided little to no relief. After three days of the topical treatment being ineffective, the patient started oral benadryl per the surgeon recommendation. The surgeon removed topical skin adhesive from one incision at the post-op appointment and the patient has removed from two of other sites, but there is still topical skin adhesive on two of the incisions. The patient has had difficulty to remove the product at two incisions. The symptoms have improved some, mostly at the three sites where the topical skin adhesive has been removed. Symptoms are stable at the two incisions where the topical skin adhesive has not been removed. Additional information has been requested.